Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda), associated with the clip detaching from the anterior leaflet post procedure, was due to challenging anatomy (i.e., thin, friable leaflets) as per the physician. The reported dyspnea was due to the reported recurrent mr. The reported recurrent mr was secondary to the slda. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), thin and friable leaflets. The original procedure was on (B)(6), 2023, with one xt device implanted. There were no device issues. On (B)(6), 2023, the patient returned with shortness of breath. It was discovered that the xt had a single leaflet device attachment (slda), and the anterior leaflet was detached. Per the physician, the slda could have been due to thin or friable leaflets. During the redo procedure on (B)(6), 2023, an nt device was inserted into the patient. After insertion, it was discovered that the nt was expired. The nt was removed from the body and an xtw was implanted successfully. There were no adverse effects to the patient.